Manufacturer narrative:
The procedure was performed on levels l2-s1. No postoperative spin was taken. Navigation was discontinued at l3 and the procedure continued on to l2 utilizing c-arm fluoroscopy. It was reported that the patient experienced a "slight weakness" or foot drop. The surgeon expected this issue to resolve without revision surgery. The allegedly bent percutaneous reference frame was returned for evaluation and found to be fully functional. With markers attached and fully seated, frame returned good geometry and divot error readings. No problem found. An archive of the patient exam was analyzed. No issues observed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3-5 millimeter inaccuracy noted during a lumbar fusion at third level. It was reported there was a cerebrospinal fluid (csf) leak. The surgeon opted to discontinue the use of the navigation system and brought in fluor to replace the imaging system. Also noted was that the surgeon used patient reference with percutaneous pin with no report of movement during the procedure. The surgeon successfully completed the procedure with the use of a c-arm.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported this case additionally was an oblique lumbar interbody fusion (olif), medtronic also navigated pedicle screws only. The tracker used with the navigation system was on the left side, and a percutaneous pin frame was used in posterior superior iliac spine (psis) for navigation with camera at foot of bed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative reported it is suspected that movement of the percutaneous pin frame, due to percutaneous pin not being all the way advanced into the psis, or a bent percutaneous pin frame, may have contributed to the inaccuracy. No parts have been returned to manufacturer for analysis.